Event description:
It was reported that a user¿s dexcom g6 transmitter had not been paired to the ilet pump, resulting in the pump not receiving cgm data and stopping insulin delivery for approximately 12 hours until the user manually entered blood glucose values. Symptoms included hyperglycemia with a high of 296 mg/dl due to absence of automated insulin delivery. Outcomes included interruption of insulin therapy. Investigation included troubleshooting and education on correct pairing and entering the new transmitter serial number. Investigation of this case revealed incorrect or absent pairing configuration for the dexcom g6, which prevented cgm-pump communication and led to no insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.